Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corporation (omsc) found within a user report that the subject device may have failed to reprocess and have used the reprocessed endoscope for next procedure. Because the report was showed that a crack had occurred in the auxiliary water/elevator wire channel connector of the subject device, causing water and air to spurt out even when the connecting tube was not connected. But it was also reported that the endoscope which connect to the auxiliary water connector had not used. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) received and investigated the subject device. And it was found followings; [investigation results] -it was confirmed that the auxiliary water/elevator wire channel connector of the subject device was cracked. -there was no failure other than the reported phenomenon. -it was reviewed the manufacture history (DHR) of the device and confirmed no irregularity. [Conclusion] it was confirmed that the auxiliary water/elevator wire channel connector of the subject device was cracked. An analysis of the fracture surface of the cracked part revealed that the fracture surface was characteristic of brittle fracture, which was destroyed by the sudden application of force. Also, since the outer surface has faded, it was found that the components themselves have deteriorated. From the investigation results, it was concluded that the connector deteriorated due to long-term use and was destroyed at once by the large force applied when cleaning the cleaning tank. If additional information becomes available, this report will be supplemented.